Event description:
The customer reported that the paramedics were called the night before because his blood glucose meter read less than 20mg/dl. The customer stated that his blood glucose was treated with an insulin drip, and minutes later his glucose level was 149 mg/dl. The customer also stated that his blood glucose kept increasing up to 488 mg/dl during night. The customer mentioned that he woke with high glucose level of 360 mg/dl. The customer stated that he did not change the transmitter serial number in the insulin pump, causing the sensor not to work. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.